Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no evidence of a lot-specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) resulting in patient effect of unchanged mitral regurgitation (mr) was due to the procedural circumstances. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to insertion of the clip, it was noted that visualization was challenging. One xtr clip (90508110) was successfully implanted. In an attempt to further reduce mr, an additional xtr clip (90517u469) was advanced into the valve. It was noted that the positioning was not ideal; therefore, the clip was retracted into the left atrium (la). However, while retracting the clip into the la, the clip may have pulled one of the leaflets, causing the implanted clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. To stabilize the slda, the second clip was implanted; however, mr remained at a grade of 4. It was noted that no tissue damage had occurred. No additional clips were implanted, and the procedure was discontinued. On (B)(6) 2020, the patient underwent mitral valve replacement surgery. No additional information was provided.